Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 24 synergy ii drug-eluting stent, the stent dislodged when the physician pulled the stylet from the distal tip. The device never entered the patient's body and the procedure was completed with a smaller sized stent. No patient complications were reported.